Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at an unspecified time on (B)(6) 2016. The patient stated he manages his diabetes with a fixed dose of insulin and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged issue started, he began ¿sweating¿ and passed out¿. It was not specified if the patient received any treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr noted the patient did not have testing supplies available to test the meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.